Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The returned device is in used condition with minor damages consistent with normal use. The distal threaded tip is fractured from the device. The damage to the device renders it non-functional. The event was confirmed. Material analysis indicated the fracture occured due ductile overload, likely as a result of bending forces applied to the device during use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon was trying to impact the stem half way with the inserter, but realized that he needed to ream the canal bigger so he extract the stem using the stem inserter/extractor, while he was backslapping, the threads broke off and got stuck in the stem. (Threaded hole of the stem).

Event description:
Surgeon was trying to impact the stem half way with the inserter, but realized that he needed to ream the canal bigger so he extract the stem using the stem inserter/extractor, while he was backslapping, the threads broke off and got stuck in the stem. (Threaded hole of the stem).

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.